Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 and 49 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer was ate and cancel her heart therapy waited to ok and start to use the insulin pump afternoon, he was at 38 mg/dl. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.